Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation. Unit was received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning required at this time. The reported complaint was confirmed through failure analysis. There were no adverse trends discovered for this issue, and the risk is acceptable, therefore no further investigation or action is required.

Event description:
A facility reported that the locking nut on the mayfield infinity skull clamp (a1114) was not working. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.